Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited possible atrial mechanical undersensing and oversensing. It was noted that the patient experienced bradycardia and dizziness, most notably when standing up. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.